Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. A functional testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter tubing of a clearlink, non-dehp solution set was "leaking below the bulb" (drip chamber). It was further reported that the leak was very subtle and could not notice easily. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.